Manufacturer narrative:
Medical and technical evaluation revealed that the fracture was caused by mechanical overloading of the implant after 16 years in situ.

Event description:
Implant fracture.

Manufacturer narrative:
Coding doesn`t make sense. The product is in evaluation. It is not possible, to indicate conclusions at this stage (initial report).

Event description:
Implant fracture.